Manufacturer narrative:
(B)(6). It is unknown which of the above implants were responsible for the adverse events. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no of patients: 40; gender: female (male: 15; female: 25); mean weight: 73.2 kgs; mean age: 57.6 years; mean height: 167.8 cms current smoker: yes (12 patient), no (26 patient), unknown (02 patient) primary diagnosis: degenerative lumbar scoliosis (34 patients), scheuermann hyperkyphosis (05 patients), m. Bechterew (01 patient) groups discussed in this study: leg_v003: multi-axial or sagittal adjusting screw leg_v010: fixed angle screw it was reported per a clinical study titled ¿clinical outcomes and safety of leg_v003 and leg_v010 with minimum 12 months follow up" that 40 patients were diagnosed with spinal deformity from (B)(6) 2014 to (B)(6) 2018. Patients who received leg_v010 (6 patients) also received leg_v003 and were therefore combined in this report. Post-operatively, screw breakage and deep infection was found in 4 patients. All the 4 patients with screw breakage also underwent a revision surgery at the target level.